Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia and also reported a sensor did not connected to the pump. The customer treated hyperglycemia through the pump. The type of treatment given for hypoglycemia was unknown. The event involved product(s) unk_transmitter. Troubleshooting was performed. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for possible site/ insulin issues. Customer reported receiving a sensor updating /sg value not available alert. Advised to replace sensor as behavior had been occurring longer than 3 hours. It was unknown whether the communication issue was resolved or not. No further patient complication was reported. No product return is not required for unk_transmitter.